Event description:
It was reported that the surgeon was tapping the pedicle when the xia fixed handle trigger mechanism burst. It sent a ball bearing and the spring into the patient. All items were recovered.

Manufacturer narrative:
Na